Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 14-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (30.0 mg at 18.0127 mg/day), bupivacaine (10.0 mg at 06.00423 mg/day), and prialt (17 mcg at 10.2072 mcg/day) drug via an implanted pump. It was reported the catheter was unable to be aspirated during a pump fill on (B)(6) 2018. The device diagnosis was pump unable to enter/withdraw from catheter access port. The patient was examined, on (B)(6) 2019, and the catheter was unable to be aspirated. A catheter evaluation was performed the same day and reported the same findings. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The patient's weight was (B)(6). The issue was noted as ongoing.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified a broken catheter body as well as a user-related hole in the catheter body. The previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated device interrogation/device data indicated that the catheter was unable to be aspirated on (B)(6) 2019. Intervention included the pump was filled on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated device interrogation/device data indicated that the catheter was unable to be aspirated on (B)(6) 2019. Intervention included the pump was filled on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated. On 2020-02-28 psr update (hcp, sdy): additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was updated to resolved without sequelae on (B)(6) 2019. It was noted a catheter evaluation was done on (B)(6) 2019 and noted decreased analgesia and non-aspiratable catheter. On 2019-mar-26 repeat catheter evaluation was done and they were not able to aspirate. It was noted that surgical intervention occurred where the pump was replaced and the catheter was revised on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was updated to related. No further complications were reported.